Event description:
It was reported that the patient had a history of their pump flipping. The patient was able to flip it back themselves. The time of the flipping was "since replacement 9 months ago." The hcp was not the surgeon so they were unsure of the details of the pump replacement surgery ((B)(6)2014). Additional information received from the surgeon that reported that the implant occurred on (B)(6) 2012 and the pump had not been replaced nine months ago. The pump system was delivering gablofen. No symptoms were reported. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).